Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent partial deployment, stent elongation and a stent fracture occurred. The long lesion was located in the superficial femoral artery (sfa). The lesion was dilated with an angioplasty balloon using a crossover technique. After dilatation, the angiograph showed the need to implant a stent. A 6x200x130 innova¿ stent was advanced contralateral over a .035 non-bsc guidewire using a non-bsc long introducer sheath. Deployment was initiated after placement. The stent was deployed half its length using the thumbwheel, and then the thumbwheel stopped working. The thumbwheel rotated, but the stent was not completely released. The physician attempted to use the pull grip and heard a ¿rupture noise¿. The pull grip did not work anymore. The handle was opened and the physician attempted to release the stent, but this was unsuccessful. The delivery system was then pulled inside the introducer sheath; however, the stent elongated and then broke. The innova¿ delivery system and introducer sheath were pulled out from the patient together because the tip of the innova¿ was stuck inside the introducer sheath. The fractured piece of stent then migrated out from the introducer sheath and remained in the patient. The fractured portion of the stent was elongated in the proximal portion. No additional intervention was taken to the stent. The procedure was concluded with blood flow fully restored to the sfa. The patient is stable and without any symptoms or problems.